Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they got a new controller and phone not too long ago and everything had been working. The patient said they had a procedure done yesterday and the communicator would not connect to the controller and they couldn't turn their device up or down. During the call, the patient connected to the ins and saw a maximum settings message on their handset. The agent began explaining that this message indicated an issue with the ins and the patient would need to contact their healthcare provider (hcp), but the patient disagreed with the agent and stated the agent kept interrupting them and that patient had had the ins for years and knew how it worked and would like to speak to a manager/supervisor who knew more than the agent. No other agent was available to take over call, and the agent let the patient know a manager would call them back. The agent notified their supervisor of the call back request. The patient called back the same day and mentioned previously reported information regarding the maximum settings message they were seeing on their handset. The patient also confirmed that they had no recent fall or trauma, and no recent activities that include stretching, pulling, twisting, or repetitive actions where their implant was located. The agent reviewed general therapy information, several compatibility information, and redirected the patient to their hcp to further address the issue. The agent also reviewed the role of the manufacturer representative (rep) and the patient stated that they would set up an appointment with their hcp and rep, then the patient disconnected the call. The supervisor called the patient back the same day due to the supervisor request but there was no answer and no voicemail option.